Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the users' inability to retrieve the (B)(6) hydromorphone (2 narcotics 4ml able to get while 6ml dose). The technical support specialist confirmed with customer that the issue has been solved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system that the medication showing grey. The customer reported that the user was able to recover or use alternative means to get medications and there was no delay to the patient. There were no adverse events or injuries reported based on this event.